Event description:
The customer reported that insulin squirted out during the manual prime process and the insulin pump alarmed as well was stuck in the prime loop. The blood glucose reading was 250mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen and cracked reservoir tube lip.